Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, waxy foreign material exiting from the channel was confirmed. The type of foreign material could not be identified. The cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water channel and the secondary water supply channel was partially blocked with a white residue. In addition, service found there was play in the knobs, the up/down knob could not be locked securely due to worn lock engagement lever, and the light guide lens was cracked. The plastic distal end cover was dented and scratched. The adhesive on the bending section cover was detached and chipped. The connecting tube was buckled and wrinkled. The universal cord was wrinkled and buckled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited an air channel blockage. The reported issue was identified during reprocessing of the subject device using a soluscope. The automatic endoscope reprocessor (aer) exhibited an error 102 when the scope was flushed, and the waxy material (foreign material) came out of the channel. This report is being submitted for the foreign material in channel. Three attempts were performed to obtain additional information, but no response was received from the customer. There was no patient or user injury reported due to the event.